Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow up report.

Event description:
A distributor contacted heartsine to report that a customer¿s device was not powering on. Failure to power on device may prevent or delay defibrillation. No report of patient involvement.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as a "warning, device service required" prompt was heard at initial power on. A review of device history logs confirmed the reported fault of the device being unable to power on. The investigation found the root cause to be the failure of a transistor. The failed component was replaced and the device performed to specification. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A distributor contacted heartsine to report that a customer¿s device was not powering on. Failure to power on device may prevent or delay defibrillation. No report of patient involvement.